Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient got an unknown error code on their programmer, but it was later clarified that it was an informational power on reset message (por) which has caused their therapy to stop. It was noted that the message was first seen after getting home from a programming session. It was reported that the patient has had a few falls that could be related to this issue. Through troubleshooting the por was cleared and it was confirmed that their therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.